Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: chest pain and varied injuries.

Event description:
Patient reported "chest pain", "persistent discomfort in the chest" and "associated symptoms". This record is for the left side. The device was explanted.